Event description:
New information notes that the patient presented in clinic for follow up. Upon review, the right atrial lead exhibited inappropriate automatic mode switch triggered by the over-sensed noise. The noise was not reproducible with isometrics. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s atrial lead exhibited over-sensing noise. Programming changes were discussed but not made as of yet. There were no patient consequences.